Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013-, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial # (B)(4) found that the device had a broken connector pin. (B)(4).

Event description:
The patient reported that their recharger was not charging. The desktop charger connector pin broke 2 weeks prior to the report. Since they were not able to recharge their stimulator their pain had returned on the day of the report. The patient was sent a replacement desktop charger. They were implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.